Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device mrx device is not recognizing pads during use another set of pads were placed on patients chest and worked fine. . The customer is requesting that the pads be returned for evaluation. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.

Manufacturer narrative:
The pads have been received by philips in (B)(4) and were scheduled to be sent for further failure analysis (fa) investigation in (B)(4). As of 01-aug-2017, the parts have not yet been received by the fa team in (B)(4) . The record will be reopened if the failed items are returned for failure analysis.